Manufacturer narrative:
Exact date unknown, event occurred over the last year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and a bump in lower back area. It was noted that patient felt that the ipg was protruding. The patient had a non device related fall. It was also noted that the patient was not getting an adequate pain relief despite reprogramming and was feeling a vibrating sensation when lying down. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.